Event description:
It was reported by a healthcare provider (hcp) that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited an alert indicating the device reverted to safety mode with limited critical pacing therapy still available. Boston scientific technical services (ts) discussed with the hcp that this indicates there is an unrecoverable memory issue with the device and that it is not a battery issue. Ts explained that this is a back-up mode to provide pacing support and the device should be replaced as soon as possible. Ts noted that they cannot provide any device longevity or replacement window estimates. The hcp indicated that they would discuss this with the physician. The device was subsequently explanted and replaced four days later. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned to boston scientific for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
The device has been returned to boston scientific for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported by a healthcare provider (hcp) that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited an alert indicating the device reverted to safety mode with limited critical pacing therapy still available. Boston scientific technical services (ts) discussed with the hcp that this indicates there is an unrecoverable memory issue with the device and that it is not a battery issue. Ts explained that this is a back-up mode to provide pacing support and the device should be replaced as soon as possible. Ts noted that they cannot provide any device longevity or replacement window estimates. The hcp indicated that they would discuss this with the physician. The device was subsequently explanted and replaced four days later. No additional adverse patient effects were reported.